Event description:
It was reported by a customer that on (B)(6) 2011, there was diminished fiber vaporization at 14,913 joules. Add'l info reported by the customer was during set up, the aim test was performed and the beam was visible. The user did not experience any injury as a result from use of the system. This incident did occur while use inside the pt but did not cause any injury. Nothing abnormal was observed with the aim beam. There were no observations leading up to this incident. There were no error codes that were displayed on the console when this occurred. No pt injury was reported.